Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm coin cell battery, hard drive, and atx board, which resolved the issue. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.